Event description:
Following a revision (see manufacturer's report # 3004209178200901474), the patient's balance was not as good and he was having problems with walking. During a follow-up visit, they discovered a "pool of blood" in his head and the patient had to have another surgery. The physician prescribed pt (physical therapy); it worked slightly and was only temporary. The patient was unable to do things that he used to do and he was unable to take care of his wife. The implantable neurostimulator (ins) had not been reprogrammed since implant. Follow-up with the patient's healthcare professional was recommended to see if reprogramming might help to improve his balance and walking issues. Additional information has been requested, a follow-up report will be sent if additional information becomes available.